Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "expired implant. Rep. Notified the surgeon that this was an expired implant and gave him an option of get another implant from another hosp that was nearby, but the surgeon decided to go on with the case with an expired implant. The implant from the nearby hosp was already on the way to the hosp, but the surgeon did not want to wait for the nonexpired implant which was just 4 minutes away."